Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation. Dfu-0131-eo: the following operative situations may cause premature loosening and complications: extreme weakening of the bone structure in preparing the bone bed. The complaint allegation could not be confirmed as the device was not received for investigation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/08/2025, it was reported by a sales representative via (B)(4) that an ar-9100-10m humeral stem inferior screw would not turn. This occurred during use in a case with no patient effect. The issue was identified intraoperatively while the patient was on the table. This created an immediate need for resolution to proceed with the surgery without delay. The attending surgeon manipulated the screw mechanism and was ultimately able to get it to function, allowing the procedure to continue. The screw was noted to be difficult to operate initially, which could indicate a potential manufacturing or presetting issue.